Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2020. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-09-22 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Device manufacture date: unknown. Investigation summary: an unexpected returned was provided from the customer. Received one used primary set model 2260-0500 lot unknown in one chemotherapy bag. The set was attached to one 500ml b braun eva mixing container. The expected 24601-b007t was not returned for evaluation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the upper fitment (p/n tc10008721) of the pumping segment was broken in half, and separated. Residual clear fluid was also observed throughout the primary set. Closer inspection under magnification observed that the break sites¿ surfaces showed signs of stress marks and had jagged and uneven edges. No other anomalies were observed. Functional testing could not be performed due to the breakage of the set. Equipment used (inspection performed on 19sep2020): optical ram-cnc, eq08204, calibration due date: 05feb2021. A device history record could not be performed due to no lot number was provided by the customer. Root cause analysis: the customer sent in an unexpected product return with no additional information. The customer¿s experience was identified as a breakage at the upper fitment of the pumping segment. The breakage was caused by an external force. The root cause of the external force was not identified. Investigation conclusion: the customer sent in an unexpected product return with no additional information. Visual inspection observed that the set's upper fitment of the pumping segment was broken in half and separated. Closer inspection under magnification observed that the break sites¿ surfaces showed signs of stress marks, and had jagged and uneven edges. It was concluded that an excessive external lateral/leverage force was applied to the primary set¿s upper fitment, thus causing it to break. The root cause of the excessive force was not definitively determined. Bd considers this issue to be an isolated event, and will continue to monitor this issue for any rising trends.

Event description:
It was reported that as lvp 20d low sorb tubing was damaged. The following information was provided by the initial reporter: material no.: 2260-0500 batch no.: unknown. Expected 24601-b007t did not arrive customer sent one used 2260-0500.